Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous electrolyte results. Customer reported that the erroneous results were reported out of the laboratory. Customer reported the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted bubbles in the electrolyte buffer line and found a loose fitting on the top of the reagent bottle. The fse tightened the fitting and resolved the issue. The fse verified performance.